Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the evening of (B)(6) 2026, the patient reported feeling extremely weak and began experiencing episodes of vomiting. During this time, she noted an elevated heart rate and increased blood pressure, which raised medical concern. By (B)(6) 2026, her condition worsened, and she was admitted to the hospital. The patient reported that both at home and during hospitalization, her blood glucose readings were elevated, reaching up to 596 mg/dl via fingerstick measurement and approximately 400 mg/dl on her dexcom device. Due to these abnormal glucose readings, the patient was uncertain whether her condition was related to her dexcom device or her insulin pump. The patient stated that she was wearing both the sensor and insulin pump at the time but suspected the hospitalization may have been related to an insulin delivery issue. She also reported developing an allergic reaction at the pump needle site, which prompted her physician to replace the needle. The patient expressed uncertainty as to whether she may have unintentionally affected the pump¿s function during this process, potentially contributing to her condition. While hospitalized, the patient was treated with intravenous fluids and insulin. She remained hospitalized for more than 24 hours. At the time of reporting, the patient¿s condition was reported as stable and she was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.